Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported difficult or delayed activation (difficult to deploy the clip) resulting in slda, was likely related to the user error/deviation from the instructions for use (IFU) associated with not turning the arm positioner to neutral prior to clip deployment. Image resolution poor is related to patient and procedural conditions as it was reported that 4 leads being present made imaging challenging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. An xtw clip (40620r1081) was inserted and placed on the tricuspid valve. However, during deployment, the clip would not detach from the mandrel. Troubleshooting was performed and the clip was able to be deployed. To further reduce tr, an additional xtw clip (40723r1112) was inserted and placed on the tricuspid valve. However, during deployment, the clip would not detach from the mandrel. Troubleshooting was performed and the clip was able to be deployed. After deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure